Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument had a broken black conductor wire. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-aug-2024: the issue was identified during procedure. The instrument was inspected prior to use, and it did not collide with any other instruments or tool during procedure. There were no signs of thermal damage at the site of the breakage and no fragment fell inside the patient¿s anatomy. No photographic images of the device or recording of the procedure is available for isi to review.